Event description:
It was reported that the cartridge was leaking. Customer reports she did not know from where on the cartridge the leak was, but she saw insulin on the side edges of the cartridge cannister. Customer went through troubleshooting with technical support and saw no insulin leaking. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.